Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Review of the reported event by a health care professional found: bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. As there are multiple factors that may contribute to bursitis that are outside the control of zimmer biomet, the root cause of the reported event was determined to be not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported via a clinical study that a patient underwent an initial total hip arthroplasty. Approximately ten (10) years post-implantation, the patient presented with suspected bursitis trochanterica and subsequently underwent physiotherapy. All devices remain implanted. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: biomet biolox delta ceramic od: 36 neck len: -4: catalog#: 6500836, lot#: ni. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.